Event description:
It has been reported that ST Segment Elevation has occurred. FARADRIVE Steerable Sheath Clear was selected for use. It has been mentioned that the patient developed inferior ST-segment elevation during energy delivery in the right superior pulmonary vein. The operator suspected coronary vasospasm. The procedure was performed under deep sedation. Intubation was performed as a precautionary measure. The ST elevation was noticed in DII, DIII and aVF. The procedure was immediately stopped and waited for the ST segment elevation to resolve. The product is not expected to be returned as it has been lost at the facility.

Manufacturer narrative:
It was indicated that the device will not be returned for evaluation. If there is any further relevant information obtained, a supplemental MedWatch will be filed.